Event description:
Pt's mother called dexcom technical support on (B)(6) 2011 to report that pt has sought medical interventional due to a rash that appears around the adhesive patch and that later develops into a yellow crust which causes the adhesive patch to peel off prematurely. Pt's mother stated that the rash has become progressively worse with every sensor wear and has taken longer time to heal. Pt's mother consulted with pt's physician who recommended that they use an intermediary adhesive. At the time of her call to dexcom technical support, pt's mother reports that pt was doing fine and that the adhesion site was healing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.